Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic up with several stored episodes of right ventricular sensing noise and noise reversion. The noise was reproducible with isometric exercise and resulted in pacing inhibition and pre-syncopal episodes. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition following the procedure.